Event description:
Medtronic bioglide catheter came apart at the hub or snap causing a shunt malfunction. Pt required a shunt revision.manufacturer response (as per reporter) for ventricular catheter, bioglide catheter:the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009)

Event description:
Medtronic bioglide catheter came apart at the hub or snap causing a shunt malfunction. Pt required a shunt revision.manufacturer response (as per reporter) for ventricular catheter, bioglide catheter:the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009)